Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) inappropriately delivered anti-tachycardia pacing (atp) and a shocks due to two atrial arrhythmia with rapid ventricular response (rvr) episodes. One shock was delivered per episode, therapy was not exhausted. This device also recorded a pacemaker mediated tachycardia (pmt) that appeared to be atrial/sinus driven. Technical services (ts) indicated that this device is functioning as programed, and the patient was scheduled for an ablation procedure. This crt-d remains in service. No additional adverse patient effects were reported.